Manufacturer narrative:
Article citation: kappel rm, boer ll, dijkman h (2016) gel bleed and rupture of silicone breast implants investigated by light-, electron microscopy and energy dispersive x-ray analysis of internal organs and nervous tissue. Clin med rev case rep 3:087. R.m. Kappel1, l.l. Boer and h. Dijkman. Currently no device details exist and it is unknown if allergan is the manufacturer of the device, however, the article identified the device as ¿silicone implants.¿ if information is received regarding device details and an allergan device is confirmed, a device history review will be performed and the results of this will be incorporated in subsequent reports. Device labeling: rupture - gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis. Long term allergan post-market surveillance data over fourteen years on single lumen and double lumen gel/saline breast implants indicates a rupture rate between 0.37%-1.09%. Allergan us clinical study data on gel implants indicates a rupture rate between 7.7%-9.7% at 10 years. Gel diffusion - minute quantities of silicone may diffuse through the elastomer envelope of gel-filled implants. The detection of small quantities of silicone in the periprosthetic capsule, axillary lymph nodes, and other distal regions in patients with apparently unruptured, conventional gel-filled implants has been reported in the medical literature. However, there has been only limited evidence in medical literature associating gel diffusion with local complications in breast implant patients. If significant gel diffusion occurs, the device should be checked for any possible leakage or flaws. Research on silicone implants - in 1999, an independent review form a committee at the institute of medicine in the us reported that connective tissue disorders, cancer, neurological diseases or other systemic complaints or conditions are no more common in women with breast implants than in women without implants. They concluded that a review of the toxicology studies of silicones and other substances known to be in breast implants does not provide a basis for health concerns.

Event description:
Research article "gel bleed and rupture of silicone breast implants investigated by light-, electron microscopy and energy dispersive x-ray analysis of internal organs and nervous tissue" reported patient experienced adverse reactions to the silicone implant. The implant appeared to be ruptured when removed. The implant was replaced in 2001.this MFR# 9617229-2016-00211 is for the right side device implanted in 1985. See MFR# 9617229-2016-00210 for the left side device.